Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit did not cut and jumps/skips across the skin. There is no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). . Review of the most recent repair record identified the following related repair: tech found the unit's control bar was not in the correct position and the unit was out of calibration. Tech adjusted the control bar, the unit was tested and calibrated, and the unit was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.